Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11439. It was reported that an error message occurred during aspiration. The patient presented with a clot in the subclavian. An angiojet® catheter was primed with the use of an angiojet® ultra system console. The catheter was advanced inside the patient and aspiration was activated. During use, a 'check saline supply' error message occurred. The physician was able to reset the console multiple times to complete the case with the same catheter. There was no patient harm at the end of the procedure.